Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: corrected h6 component codes, additional code added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions (removed codes "11 - conclusion not yet available" and "22 - known inherent risk of device"), additional information added to h10. The esheath was returned to edwards lifesciences for evaluation. The device was visually inspected, and the following was observed: sheath liner is unexpanded, sheath distal tip is unopened, and no transparent liquid was observed in the flush port. Engineering applied backpressure on the flush port to see if there was any residual fluid inside the lumen. No fluid was observed. Imagery was not provided for review. During manufacturing, the esheath and subassemblies are visually inspected and tested several times throughout the process. During inspection, the flush tubes are 100% inspected for cleanliness, which includes surface fluids or stains. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported event. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The transparent liquid in the esheath flush port was unable to be confirmed. Per evaluation of the returned device, no visual abnormalities were observed on the flush port. Engineering applied backpressure on the flush port to see if there was any residual fluid inside the lumen; however, no fluid was observed. As such, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from germany by our edwards lifesciences affiliate, when unpacking a 14fr esheath, a transparent liquid was observed in the flush port. The device was not used in the procedure and was exchanged. There was no patient injury.